Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information h2: additional information, device evaluation h3: additional information h4: additional information h6: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation olympus provided the following result of the culture test, performed at the third-party labs: sampling date: april 24, 2026 sampling from: distal end & elevator mechanism cfu: 2 bacterial identification: micrococcus luteus the device was evaluated where an additional potential adverse event was confirmed where missing adhesive at light guide lens and pinholes in adhesive at objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A root cause could not be identified for adhesive malfunctions. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unknown number of colony forming units of alpha hemolytic streptococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unknown number of colony forming units of alpha hemolytic streptococcus and an unknown number of staphylococcus warneri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5, h2, h4.